Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Flow stop underinfused as the alarm sounded? Air in line? Which the pump was primed and connected to pump again. When the reservoir on pump indicated zero left to infuse the pump did not infuse the medical fluid with 100 ml remained in reservoir. No adverse patient effects were reported.